Event description:
It was reported the customer received a button error alarm that they could not clear. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump received with cracked case at display window corners, reservoir tube lip, missing end cap sticker. Unit had intermittent buttons due to corroded keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.